Manufacturer narrative:
The investigation consisting of an evaluation of the received device logs and the problem description has concluded. The reported decrease of measured fio2 while the patient was ventilated in manual ventilation mode was caused by an improper setting of the apl pressure level which made the use of the manual ventilation bag to provide gas to the patient very difficult. The manual breathing bag will not be filled with gas when the apl pressure is set to spontaneous breathing as in this case. There are no indications of a device malfunction in the provided/received device logs.

Event description:
It was reported that when the patient was being ventilated in manual ventilation mode, the measured fio2 decreased from 40 % to 19 %. After switching to automatic ventilation mode, the fio2 increased to set value again. There was no patient harm. (B)(4).